Event description:
It was reported that the patient was unable to set the system into MRI mode due to high impedances and experienced an infection at the ipg site. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted to address the issue. Investigation was unable to determine further details regarding the infection.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.